Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the fluoroscopic functions printed circuit board and the power supply connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No patient injury was reported.